Event description:
It was reported that during planned lead revision for ineffective therapy with high impedances [manufacturer reference number:3006705815-2026-01960]. The lead was found to be outside of the epidural space and the anchor broken, as a result the lead and anchor were also replaced to address the issue.

Manufacturer narrative:
Event date is unknown further information was requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.